Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre operative diagnosis of segmental instability, disc herniation l4/5, symptoms incapacitating and unresponsive to conservative management and underwent following procedures bilateral partial l5 laminectomy, medial facetectomy, lateral recess decompression, nerve root decompression, foraminectomy. Bilateral l4/5 discectomy, excision of herniated disc. L4/5 posterior segmental internal fixation with life-spine arx rod and screw instrumentation 65 x 45 screws at right l4, bilateral l5, 75 x 45 at left l4. Bilateral l4/5 posterior lumbar interbody grafting with peek cages 14mm high times two packed with rhbmp-2/acs. Bilateral l4/5 posterolateral grafting with allograft, autograft, rhbmp-2/acs and vitoss exploration of right l4 pedicle, bone marrow aspirate. Insertion of interbody peek device times two. Morcellized allograft. Per operative report ¿..the pedicle screws were placed at the l4 level, on the right 6.5 x 45 mm and on the left 7.5 x 45 mm, and at l5, 6.5 x 45 mm on both sides. We then packed two interbody peek prosthetic devices into the l4-l5 disc space, each measuring 14 mm, and which were filled with bone morphogenetic protein. The posterolateral gutter was packed with vitoss, tricalcium phosphate, bone morphogenetic protein and morcellized allograft, as well as bone graft harvested from the laminae and spinous processes¿. There were no intraoperative complications. Post op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.